Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result was 0.17 mg/dl and was reported outside the laboratory. As the patient's creatinine results in the past few years were around 4 mg/dl, the doctor asked the laboratory to repeat the same sample. The repeat result was 4.41 mg/dl. A second sample from the patient collected 4-5 hours after the first sample had a result of 4.20 mg/dl. There was no adverse event. The creatinine reagent lot number was 695013 with an expiration date of 11/29/2014. A specific root cause could not be identified. Based on the provided reaction and instrument alarm data, the investigation determined most likely no sample was pipetted due to a preanalytic issue.